Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the disposable, the device alarmed? No disposable, pump won't run". The device was replaced and the alarm settled. No patient injury reported.

Manufacturer narrative:
Event date unknown. Email is: (B)(6). Four units of the affected item were returned for evaluation. Pictures provided were reviewed and showed the green valve and spring were observed to be slightly out of alignment; no other anomalies were observed. Visual inspection of the returned units revealed no anomalies. Functional testing with a pump was performed and the reported issue could not be replicated. The root cause could not be determined. No corrective actions were required or taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.